Event description:
Health care provider noticed a puddle of dry blood that originated from the drip chamber of the cartridge while provider was about to administer a medication. When health care provider moved the line connecting to the bottom of the drip chamber, a drop of blood came out from the connection between the chamber the venous line of the dialyzer. Patient was disconnected from the machine without blood return for risk of contamination. New cartridge was set up and patient resumed full treatment.